Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump had no motor movement error. The customer's blood glucose level was 287 mg/dl at the time of incident. It also reported that the customer was not able to rewind the pump. The customer declined troubleshoot for high blood glucose level. The customer was advised that the pump need to be replaced and discontinue the use of pump and revert to the back up plan. The customer will return insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. The motor was tested outside of device and passed. Unit was received with minor scratches on lcd window.